Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes would push of the non-patient end of the needle. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: I would like to contact you regarding an anomaly that has been reported to us twice by different people. This concerns the heparinized tube (lh pst ii: ref 367374). At the time of sampling the tube was propelled when the hcw struck the tube at the pump casing, as if the tube was overpressured. The hcw told us that indeed, the tube is sometimes difficult to hit and that if you don't hold the heparinized tube properly you feel a pressure.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tube push off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes the tubes would push of the non-patient end of the needle. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: I would like to contact you regarding an anomaly that has been reported to us twice by different people. This concerns the heparinized tube (lh pst ii: ref 367374). At the time of sampling the tube was propelled when the hcw struck the tube at the pump casing, as if the tube was overpressured. The hcw told us that indeed, the tube is sometimes difficult to hit and that if you don't hold the heparinized tube properly you feel a pressure.